Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity, along with zip telemetry disabled. This occurred after the device had been explanted. It was noted that the replacement was due to the device being on an advisory with less than four years of projected battery longevity remaining because the patient could not tolerate the high sensitivity settings for potential safety mode activation. No adverse patient effects were reported outside of the elective replacement surgery. The replacement was a non-boston scientific product. This product has been returned to boston scientific for analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.